Manufacturer narrative:
(B)(4). The three complaint masks have been received at fisher & paykel healthcare (B)(4) and are awaiting evaluation. We will provide a follow up report upon completion of our investigation.

Manufacturer narrative:
(B)(4). Method: the three complaint rt041 masks were returned to fisher & paykel healthcare and were visually inspected. Two masks were from lot 130723 (manufactured 23 july 2013) and the third mask was from lot 140403 (manufactured 3 april 2014). Results: visual inspection revealed that in two of the complaint masks the seal was partly separated from the mask base and in the third mask the seal was completely separated from the mask base. However, a continuous bead of glue was found around all three of the mask seals. Further inspection of the partly separated masks revealed that the seal had been properly inserted in the mask base. A lot check did not reveal any other complaints for the lot numbers provided. Conclusion: the rt041 full face mask features a mask base, seal, and headgear. The mask seal is inserted into the mask base and is secured with glue. Every rt041 mask is subjected to post production tests to ensure the seal on the mask can withstand a removal force greater than 100n. If any fail the whole batch is placed on hold for investigation. We were unable to determine the root cause of the observed separation. Visual inspection of the returned devices indicated that the masks were assembled and glued properly. This suggests that the separation occurred post production.

Event description:
A hospital in (B)(6) reported that the mask seal of an rt041 full face mask separated from the mask frame on three masks. No patient consequence was reported.

Event description:
A hospital in (B)(6) reported that the mask seal of an rt041 full face mask separated from the mask frame on three masks. No patient consequence was reported.